Event description:
The surgeon attempted to implant an aq2010v silicone three-piece lens, but it became stuck in the cartridge while being inserted. The lens touched the patient's eye, but was not implanted. There was no patient injury. The lens was removed from the cartridge to return and it was torn. The nurse stated it was unknown as to why the lens became stuck in the cartridge.